Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, after stapling of the stomach, the seal was fine until the black reload was inserted. Once the staple had been fired and the handle was removed the trocar then continued to leak for the rest of the procedure whilst any 5mm instruments were being used. The surgeon advised that this was not the only time this had occurred. They also advised that they felt a strong resistance when inserting the black reload. In cases where the trocar had not leaked after stapling, they did not feel a resistance when inserting the black reload. There was no patient injury.